Manufacturer narrative:
Results - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Conclusions - the root cause of the access site infection could not be determined with the provided information. Additional device implanted and involved in this event: pxc141000/05607737.

Event description:
On (B)(6) 2008, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2008, the patient developed a wound infection at the access site of the femoral region. The same, debridement of the wound was performed, and antibiotics were administered. It was reported the infection did not resolve. On (B)(6) 2008, an infection of the gore excluder aaa endoprostheses was reportedly identified. It was reported the infection of the devices was caused by the access site infection. On (B)(6) 2008, an explant procedure was performed to treat the infection. The gore excluder aaa endoprostheses were explanted, and a surgical y-graft was implanted to repair the aneurysm. The patient tolerated the procedure. On (B)(6) 2008, the infection was reported to have resolved.